Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked display window corner and scratched lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 300 mg/dl. Insulin was squirting out during the manual prime process. Customer unable to exit the preparing to prime loop. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.